Event description:
It was reported the system displayed a cine inoperable error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced. The system was then found to be operating as intended.